Event description:
It was reported that the user experienced an occlusion while using an infusion set (contact detach), which only resolved after changing supplies and refilling the tubing and cannula; customer support provided troubleshooting and education. No clinical symptoms reported for interrupted insulin delivery consistent with an occlusion. Outcomes included restoration of insulin delivery after the supply change without hospitalization. Customer care provided remote troubleshooting with guided replacement of the infusion set and priming procedures. Investigation of this case revealed an occlusion event associated with the infusion set and delivery pathway, with resolution following set replacement, consistent with a delivery obstruction rather than a device motor failure. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion addressed through user-guided corrective action.